Event description:
It was reported that during a da vinci-assisted inguinal hernia bilateral surgical procedure, the instrument movement was mirroring the surgeon's movement. The customer also stated that they could not get the endoscope to properly engage on the universal surgical manipulator (usm). Intuitive surgical, inc. (Isi) technical service engineer (tse) viewed the system logs and confirmed multiple engagement issues for the endoscope on the usm3. The isi tse recommended to reseat the sterile adapter. The customer performed this and even replaced the endoscope but as soon as the endoscope was installed on the usm, it would not properly engage. The isi tse suggested to move the endoscope to another usm for testing. The customer moved the endoscope to usm2 and was able to get a good engagement. The isi tse suggested to replace the drape on usm 3. The customer elected to move the instrument from usm2 to usm3 and the surgeon proceeded with the case. The procedure was completing as planned with no reported injury. Isi followed up and obtained the following additional information: the isi clinical sales representative (csr) explained the issue persisted once moving the instrument to another usm. The issue occurred on all usms. The customer swapped another endoscope, and the issue was resolved. The procedure completed robotically. The isi csr confirmed it was a 30-degree endoscope issue. The customer never replaced the drape.

Manufacturer narrative:
Based on the claim against the product by the customer noting instrument movement was mirroring the surgeon, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer did not contact customer service. Although the complaint regarding inverted image was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer-reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer-reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30 -degree endoscope was analyzed and found to the endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The complaint regarding motion issues was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Additional observations not reported by site: the endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located near integrated connector of the endoscope cable. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the connector exhibited discoloration. Visual inspection confirmed discoloration of housing.